Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified and mildly tortuous vessel in the left anterior descending (lad) artery. A 3.5x15mm xience proa stent delivery system (sds) was implanted successfully at the mid lad. A second sds was attempted to be used, however, the 3.5x12mm xience proa stent was found to be partially inflated/fully expanded and flared at the edge upon opening the package and removal from the dispenser hoop. Resistance was felt while removing the protective sheath. There was no device use or patient involvement. Another same size xience proa sds was used in the proximal lad and completed the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported product quality problem (partial inflation/fully expanded stent) as the expansion of the stent and/or balloon can only occur when connected to an inflation device. The expansion could not occur during manufacturing as a finished good sheath cannot be placed over an expanded stent. The reported difficulty to remove the sheath and material deformation appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.